Event description:
During a standard dental treatment the head of the handpiece heated up and burned the patient on the inner cheek. Medical care was not necessary.

Manufacturer narrative:
A short test run during the analysis did show that the handpiece had a untypical loud sound and heated up within a few seconds. It was found that both ball bearings in the head of the handpiece have been worn out. In addition black residue was found in the head. The black residue shows that the maintenance of the handpiece was not performed as requested in the user instructions. As a result a stronger wear process took place causing an earlier breakdown of the ball bearings. The user instruction requires a visual and functional test prior to each treatment to ensure that the handpiece is running within specification. Reported due to the 2 year presumption rule. Incident occurred in (B)(6).